Manufacturer narrative:
Follow up#1 submitted: 01/11/2016.the device was returned to the manufacturer and investigated by product analysis on 12/16/2015 with the following findings: on investigation, the display was confirmed to be dim/faded and discolored. Unrelated to the original complaint, the battery compartment was noted to be cracked at the case seal below the bumper pad.

Manufacturer narrative:
The device was returned to animas for investigation by product analysis on 12/16/2015 with the following findings: on investigation, the display was confirmed to be dim/faded/discolored. Investigation duplicated the complaint. Unrelated to the original complaint, the battery compartment was cracked at the case seal below the bumper pad.

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.